Manufacturer narrative:
Device evaluated by MFR: no parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that it was unknown if there was inaccuracy with the system. The procedure was completed with navigation/imaging and back up products. There was no surgical delay and no impact on patient outcome. Replacement of instruments was the solution for the issue and the navigation system was still in use.